Manufacturer narrative:
(B)(4). The stent was not returned for analysis as it remains in the patient. The stent delivery system (sds) was discarded. Return of the sds may have further aided the investigation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a heavily calcified lesion at the bifurcation of the left anterior descending coronary artery and the first diagonal. Pre-dilatation was performed with two non-abbott balloon dilatation catheters (bdcs) and a 3.0x15mm xience alpine stent was implanted below the bifurcation. Post-dilatation was performed with another non-abbott bdc and a dissection was noted distal to the stent. An attempt was made to cross the implanted stent with a 2.75x18mm xience alpine stent delivery system (sds) but the sds would not cross. The sds was removed and the stent struts were noted to be damaged due to calcification. Atherectomy and pre-dilatation were performed distal to the implanted stent. A 3.0x23mm xience alpine sds was unpackaged but not used, as the decision was made to place a 2.5x18mm xience alpine stent instead. The 2.5x18mm xience alpine sds was used to successfully complete the procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.